Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a dislodgement presented. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Based on the instructions for use for this product, dislodgement behavior is a known inherent risk of the use of this lead, contraindicated use, based on the field report.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a dislodgement presented. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Based on the instructions for use for this product, x behavior is a known inherent risk of the use of this lead. And therefore, is deemed a known inherent risk of the device.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a dislodgement presented. No additional information is available at the moment. No additional adverse patient effects were reported.